Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 376 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and a tear was observed on the external portion of the soft cannula from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone15.4 cgm sensor type: g6.